Event description:
It was reported that the customer was having problems with the insulin pump. It was stated when the customer sets the units to deliver a basal, and the number of units increased without pressing. The displacement test and fixed prime test were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.